Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported intermittent keypad response of keys #1, #2, and #3, which was experienced during evaluation. Evaluation observed limited keypad operation due to intermittent operation of row 3 keys (#0, #1, #2, and #3) while turning pump on, navigating, and running the pump. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that the #1, #2, and #3 keys of a spectrum pump had an intermittent keypad response. It was also reported there was no patient injury.